Event description:
It was reported that the patient had a shocking or jolting sensation. About 4-5 days ago, the patient was pulling a heavy "comfortable" and since then when she raised her right arm, she would feel a shocking/jolting sensation at her shoulder and arm area. The device was implanted on her left subclavicle area. When the stimulation was turned off, the patient did not feel the shocking sensation, only with the stimulation on and at 2.8 v setting. The current impedance measurements were normal. The electrode range was from 1200-1400 ohms. The therapy impedance was as follows: 1 - 514 ohms; 2 - 530 ohms; and 3 - 640 ohms. The patient was directed to contact their physician and recommended x-ray of device and extension area. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-33, lot# v449131, implanted: (B)(6) 2010, product type lead; product ID 3888-33, lot# v449131, implanted: (B)(6) 2010, product type lead; product ID 3888-33, lot# v449131, implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 255730001, implanted: (B)(6) 2010, product type accessory; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).